Event description:
Solicited call transferred by (B)(6) from patient stating that one of her remunity pump/remote combinations is very slow to connect and showed 40 hours instead of 70 hrs. Remote# sn (B)(4), pump sn# n/a, currently because it is in use, pt states she will call back in a couple days to provide pump serial number when she does her next change. Did the reported product fault occur while in use with the patient? No did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes; was the patient able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.